Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to forceps elevator connector unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The insufflator exhibited the forceps elevator connector unit had a gas leakage.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited the k connector unit had gas leakage. There were no reports of patient involvement.